Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked from the bottom. Reportedly, the bottom piece of the cartridge fell off. The customer reported filling the cartridge with 300 units. The reported issue did not impact the customer's blood glucose level. A new cartridge was successfully loaded to address the event.